Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted due to back pain on (B)(6) 2021. Log file submitted revealed abnormal pump stops, low speed advisories, and low flow hazard events on (B)(6) 2021. The patient experienced orthostatic syncopal episodes. The patient was placed on batteries changed to an ungrounded cable.patient had a fall as the patient was trying to get out of bed on their own the afternoon of (B)(6) 2021. Hospital did evaluate patient's head which was clear, and an x-ray of the right hip due to hip pain was taken. There was questionable pubic ramus fracture and so a CT (computed tomography) of the pelvis was performed identifying right l4 transverse spinous process fracture, bilateral l5 transverse spinous process fractures, sacral segment s3 fracture and right inferior and superior pubic ramus fractures. It was unclear whether or not these were all new or if some were there present prior to patient's admission. Of note, patient did have an extraperitoneal right sided hematoma adjacent to the right pubic ramus fractures. Patient's inr (international normalized ratio) was supra-therapeutic due to lack of appetite. Hospital also did obtain kub (kidney, ureter, and bladder) x-rays to specifically look at the driveline itself as upon admission patient was noted to have a slight tear in the silicone, approximately 3 inches from the percutaneous line connection to the controller. Kub results "report" the lvad (left ventricular assist device) line was intact; however, on one of the pictures, when making it lighter, there was a dark haziness that was near the break in silicone that was suspicious. Driveline x-rays indicated shield deterioration near the connector end bend relief. A distal end repair was scheduled for (B)(6) 2021. During the wire exchange after one of the last disconnects and reconnects, patient's current controller went in to back up controller mode. Patient was issued a new controller and had no issues following the exchange. The previous controller would be fine so it will use this as a back-up from now on. No additional information provided.

Event description:
Additional information reported that the patient was admitted early morning of (B)(6) 2021 saturday due to incessant back pain. Log file submitted revealed no indication of short to shield, despite this morning¿s download showing now ¿low flow, low speed, pump stop¿ from two episodes on (B)(6) 2021 on 1450ish and 1950ish. The patient historically had a fall about a month ago and another about 6-7 weeks ago. At the moment, the patient is on an ungrounded cable attached to the hospital power module. Log file submitted contained abnormal pump stops, low speed advisories, and low flow hazard events on (B)(6) 2021 which has been linked to potential issues with the percutaneous lead and only appear to be occurring while the vad is connected to the power module. The patient support remains ongoing. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings of depositions of tissue admixed with coagulated blood were observed in the inflow cannula, outflow cannula, and on the rotor were documented during the visual inspection of the device. Superficial damage to the outer jacket of the driveline was noted. A specific cause for the events could not be conclusively determined through this evaluation. Upon investigation of the device depositions of tissue admixed with coagulated blood were observed in the inflow cannula, outflow cannula, and on the rotor. The reported superficial driveline damage could be confirmed through visual analysis; however, the cause for the damage cannot be conclusively determined. A direct correlation between heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. It was reported the patient was admitted on (B)(6) 2021 with intractable back pain. The patient was seen in the emergency room a week prior, and no abnormalities were observed. The patient was reported to have had a fall in (B)(6) 2021 which was investigated under (B)(6). Incidentally, the patient had multiple orthostatic syncopal episodes throughout the day that were all witnessed. The patient was then put onto batteries and the patient cable was exchanged for an ungrounded cable. An additional log file was reviewed and on (B)(6) 2021 low speed, low flow, and pump stop alarms were observed. The patient experienced an additional fall when trying to get out of bed on (B)(6) 2021. X-rays and computed tomography (CT) scans were conducted revealing a right l4 transverse spinous process fracture, bilateral l5 transverse spinous process fractures, sacral segment s3 fracture and right inferior and superior pubic ramus fractures. It was unclear whether the fractures were caused by the initial fall in (B)(6) 2021 or the fall on (B)(6) 2021. Kidney, ureter, and bladder (kub) x-rays were conducted to examine the driveline and a slight tear in the silicone layer was noted approximately 3¿¿ from the controller connector. A driveline distal end repair was performed on (B)(6) 2021, and the distal portion was returned for evaluation. It was reported through the patient outcome that the patient expired on (B)(6) 2021 due to failure to thrive. No additional information was provided. Additional information received on 06oct2021 revealed that the patient was explanted of (B)(6) on (B)(6) 2021 post-modem. All of the patient's external equipment was discarded. 4 system controller log files contained overlapping data, spanning from (B)(6) 2021 14:40:57 to (B)(6) 2021 09:33:45, per the timestamps. Several no external power events were captured on (B)(6) 2021. On (B)(6) 2021, several low speed and pump stop events were captured while the patient was supported by the power module. Based on complaint history and similarly reported events, the low speed and pump stop events captured in the log file appear consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the events could not be conclusively determined through the evaluation of the returned device. (B)(6) was returned assembled with the driveline severed 0.5¿¿ from the pump housing and the severed distal end was not returned. A 21.5¿¿ of the distal portion had been previously returned following the distal end repair. The distal half of the flex section and the inlet elbow were returned attached to the pump inlet port. The inlet extension and proximal half of the flex section were not returned. The outflow elbow was returned attached to pump outlet port. 1¿¿ of both the sealed outflow graft and the sealed outflow graft bend relief were returned attached to the pump outlet port. The sealed outflow graft bend relief collar was returned attached to pump outlet port. Upon disassembly of the returned pump, depositions of tissue admixed with coagulated blood were observed in the inflow cannula, outflow cannula, and on the rotor. All of the depositions found in the evaluation of (B)(6) appeared to have developed as a result of poor surface washing due to a low flow event or interruption in flow through the pump potentially consistent with the patient¿s expiration and the suspected driveline damage. Visual investigation of the returned portions of the drivelines revealed a small incision to the silicone jacket of the 21.5¿¿ portion of the driveline 4¿¿ from the controller connector. The driveline also had rescue tape 6 ¿ 8¿¿ from the controller connector with no visible damage to the driveline underneath the tape. Grey discoloration of the bionate layer was observed. Breakdown of the metal braided shield was noted 4¿¿ from the controller connector. The returned portions of the driveline were tested for electrical continuity. All wires were found to be electrically intact, and no wire-to-wire or wire-to-shield shorts were induced during testing. Visual inspection of the wires did not reveal any breaches or areas of concern. The drivelines were submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The heartmate ii lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including thrombosis and death, that may be associated with the use of the heartmate ii left ventricular assist system. This IFU provides information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The hmii IFU also contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿ contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 6 entitled ¿patient care and management¿ also lists thromboembolism as a potential late postimplant complication. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C. Is also available. This document contains information regarding on how to care for the driveline. This document contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2021. Comfort measures were taken due to incessant back pain and the cause of death was failure to thrive. The death was reportedly not device related.

Manufacturer narrative:
Section h6 correction. Investigation conclusion code corrected to "4315 - cause not established".